Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for vessel or cardiac perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as reported, device manipulation may have contributed to the ventricle perforation by the stiff guidewire. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), while performing valve alignment with the commander delivery system, the patient became hypotensive. Tee showed signs of pericardial tamponade. The patient was converted to open surgery and a wire perforation of the ventricle was observed. Savr was completed successfully, however, it was not possible to repair the ventricle due to the extreme tissue fragility and the patient expired. The ventricular perforation and resulting tamponade was caused by the stiff guidewire, however, it is unclear when the perforation happened.